Manufacturer narrative:
(B)(4). This complaint for a misassembled yume set for uv flash was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed and it was observed the patient line cap was separated from the port. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A doctor contacted baxter (B)(4) regarding a missing component of a cassette. The doctor stated the shrouded connector tip protector was separated in the overpouch. There was no patient involvement, patient injury, or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.